Event description:
Per distributor MDR: 2438477-2024-00045: (B)(6) healthcare was notified of an incident involving a rollator by the provider who stated that the walker became "wobbly", the leg broke and the end user fell. The end user sustained loose teeth and a laceration to the lip. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, (B)(6) healthcare will also notify the manufacturer of the product about this complaint.